Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023. Has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Product evaluation: a specimen cup with a yellow lid was returned with the used cartridge, a cannula, and a wipe inside. The empty lens case and the back of the cartridge pouch (label side) were also returned. The iol was not returned. Two clear fibers were found inside the specimen cup; one on the tip of the returned cannula and one on the wipe. The fibers were isolated and placed between glass slides. Fibers were sent for identification testing to the particle lab. The used cartridge was evaluated. Viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed into a handpiece. No damage was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No disruptions to the interior coating were observed. Cartridge and iol product history records were reviewed and the documentation indicated the products met release criteria. There are no other complaints in this cartridge lot. The customer indicated a qualified lens/cartridge/handpiece combination. The viscoelastic indicated is not qualified for this combination. The product investigation could not identify a root cause for the reported "plastic foreign body". No problem was found with the returned cartridge. No damage was observed. Top coat dye stain testing was conducted with acceptable results. No disruptions to the interior coating were observed. The returned clear fibers were evaluated by the particle lab. The two fibers were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers generated spectra to a library of spectra found the best match for both fibers to be cotton. Cotton is a common contaminant found in many environments; the origin of the clear fibers cannot be determined. (B)(4).

Event description:
A surgeon reported that during a cataract removal with intraocular lens (iol) implant procedure, the iol was implanted into the eye with no problem, however a foreign body/plastic thread was observed in the anterior chamber at the same time. The surgeon first tried to remove the largest of the two threads via aspiration with a bimanual technique; however, the piece of plastic thread would not aspirate through the port as it was too big for the port and got stuck. The surgeon managed to withdraw the aspiration handpiece with the thread still stuck in the port. He then used forceps to remove the remaining piece. The surgeon was satisfied that there were no other fragments inside the eye, and therefore closed up the eye. It was noted that the nurse had loaded the iol into the cartridge as per best practice. A company representative who was present at the time of the event indicated that it looked like plastic from inside the cartridge had been sheered off during the lens implantation, as the fragments clearly came out into the anterior chamber with the lens and sat just inferior to the main incision through which the lens had been inserted. It was confirmed that the patient did not experience any complications and the patient's current status is excellent.